Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. E1: reporter name unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
The doctor reported that during the tightening of a screw-retained prosthesis, the tip part of the instrument broke cleanly. The doctor reports in the form that the procedure was concluded.